Event description:
Event description guidant recieved information that this implantable defibrillation lead showed a normal impedance measurement during the device replacement procedure. When the lead was checked three weeks post implant, the lead was showing a slightly low impedance measurement. No adverse patient effects were seen.